Manufacturer narrative:
The device was evaluated, and the customer's allegation was confirmed. The device evaluation found the light was going from bright to dim, due to the user¿s setting on manual mode. Additionally, it was found that a worn-out air joint connector caused an air leak, the top cover was corroded, the front panel chassis was corroded, the bottom chassis was corroded, there was abnormal sound coming from the air pump, heavy dust was found inside of the unit, debris was found inside of the air tubing, and a non-olympus lamp was found on the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source had a lamp malfunction. Related to brightness and dimming issues. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, g2 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the phenomenon occurred because the manual dimming mode was selected by the user. The event can be detected/prevented by following the instructions for use which state: "5.4 setting the brightness mode: set the brightness mode of the light source according to the endoscope to be used. The brightness mode determines the examination light supplied to the endoscope and the method of adjusting its intensity. 1) confirm the brightness adjustment mode of the endoscope to be used according to the table 5.1. 2) press the brightness mode button to select the brightness mode. The selected brightness mode is indicated by the brightness mode indicators." Olympus will continue to monitor field performance for this device.